Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing fluctuating blood glucose readings. The user stated they remove the ilet device when glucose levels are elevated and reconnect it intermittently. The user also reported treating low glucose events by "overeating" that resulted in prolonged elevated readings, with the intention of preventing further lows. The highest blood glucose value reported was 401 mg/dl, and the lowest was 40 mg/dl. Reported symptoms included weakness in the knees.